Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the light guide lens was found to be peeled off due to handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to stress applied during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (leakage due to a pinhole) was confirmed and found to be caused due to holes in the bending section cover. In addition, service found a leakage from the forceps pipe, the bending angle was out of specification due to wear of the angulation wire, the insertion tube was wrinkled, the suction cylinder was shaved, the universal cord was stained, there was liquid invasion on the electrical connector, and multiple parts of the device were scratched due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was leakage from a pinhole in the subject device. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive part of the light guide (lg) lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive on the lg lens peeled off).